Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00749.

Event description:
It was reported that the case took place, it was a partial hip due to a femoral neck fracture. Everything went as planned and the case was a success. Three weeks later, the patient was brought back due to an infection. The surgeon washed out the infected hip and replaced the femoral head with a new implant. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001825034 - 2021 - 00798.

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001825034 - 2021 - 00798.